Event description:
It was reported that a care giver (cg) saw air bubbles in a one of the supply lines on a homechoice (hc) cassette during dwell two of four of automated peritoneal dialysis (apd) therapy. A technical service representative (tsr) instructed the cg to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.